Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation on the heart wall. Device was programmed to aai pacing. No additional adverse patient effects were reported.